Event description:
The customer alleges a pt leaned against the left hand siderail which resulted in the siderail dropping. The pt fell out of bed but was not injured. The hill-rom field investigation indicated the siderail would not lock into place due to insufficient lubricant on the latch box. The hill-rom technician lubricated the latch block to repair the unit. On page 2 and page 13 of the in-service manual for the advance bed: "you will hear a "click" when the siderail is securely in place." Part of the annual preventative maintenance schedule is to test for latching --> from man026re page 6-7, siderail frame: "test the siderail for proper latching."